Event description:
During an in clinic follow up, oversensing was observed on the right ventricular (rv) lead. Myopotentials were suspected as the cause of the oversensing. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.